Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the connector at the distal end does not securely connect to the hospira pump and causes a leak. They have found that the leak was resolved by adding a spiros connector which increases their cost significantly. There was no report of patient harm.